Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a pacing impedance measurement of 2200 ohms. Also, noise was reported on the rate/sense channel. No inappropriate therapy was delivered, and no pacing inhibition was observed. A guidant technical services consultant discussed replacing the rate/sense portion of this lead.